Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was 300 mg/dl and it was addressed with a correction via the pump.